Event description:
It has been reported to philips that all mechanical movements failed. The system was in clinical use. There was no reported patient or user harm. A philips field service engineer (fse) inspected the system onsite and confirmed the reported problem. Troubleshooting actions showed a problem with the power control unit (pcu). The fse replaced the pcu and returned the system to use in good working order. A follow up report will be submitted when further information is received.

Manufacturer narrative:
Philips has investigated this complaint. According to the information collected, the customer was able to complete the vascular procedure as planned after restarting the system. A philips field service engineer (fse) inspect the system on site and confirmed the reported issue. Review of system logfile showed geometry pcu errors. Upon functional testing fse revealed that the motion platform would not start because the emergency stop (estop) signal on the xmp-io board was activated. The fse checked the system's circuitry and confirmed that it was operating as specified; a malfunctioning power control unit (pcu) was identified as the cause. The pcu was replaced, and after this the system was returned to use in good working order. The codes were updated based on the investigation outcome.